Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), it was noted that the customer did not provide the diagnostic report (drpt) from the device. Additionally, the device configuration at the time of the event was not provided. The customer refused repair, so no service was performed on the device, and the device has been removed from use. There is no plan for service due to the customers¿ refusal of work. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was high or low tidal volume observed. The device was outside of use at the time of the reported problem; the device issue was observed during a user check. There was no patient or user harm reported.